Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, system was not working and did not turn on. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not working and did not turn on. A technical support specialist (tss) dialed in to the station and verified that the station was powered on and the medication application was launched. The tss emailed a screenshot to the customer and observed that the user was able to log in without any issues during the remote session. The system functioned as intended after the technical support specialist assessed the device.